Manufacturer narrative:
The reported complaint of a separation could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history review could not be conducted because no lot number was provided.

Manufacturer narrative:
Correction to h6 code for type of investigation - should just be b17 and not b14. Lot number was not provided, therefore, lot history review could not be performed.

Event description:
A complaint was received with regards to 10" (25 cm) appx 2.6 ml, ext set, quadfuse w/3 clave¿ clear, chemolock¿ port, 5 clamps (3 white, 1 blue, 1 red), luer lock that experienced breakage and leakage during use. The reporter stated that "all the breaks happened where the male luer lock inserts into the patient¿s microclave cap. They think it may be a bonding issue. This resulted in blood loss and ivf loss for the patients, chemo spills, and can potentially cause great harm for the patients." "Patients did not suffer harm as these were found quickly, but the patient¿s did lose blood and chemo was also spilled".

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. Customer gave a time range rather than a date in 2024. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.